Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of insulin. The customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and received an accurate fill estimate.